Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump had a blank screen and did not receive a "low battery" alert prior. Customer replaced batteries and received a battery empty alarm and insulin pump went blank again.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display, black display, display anomalies or off no power anomalies were noted. No damage on the lcd isolation tape was noted. The pump was received with a cracked case at the display window corners, a display window, cracked battery tube threads, and minor scratches on the lcd window.